Event description:
It was reported that during insertion of the coil, the coil encountered resistance in the microcatheter. When the coil was pulled, the coil was found to have unintentionally detached. The coil was withdrawn along with the microcatheter and removed from the patient. As other coils had already implanted, the procedure was successfully completed without replacement. There was no reported patient injury or health damage.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is not available for return to the manufacturer for analysis; therefore, a product analysis could not be conducted, and the reported issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.